Event description:
It was reported that 6 min. Into a cpb the user noted that the arterial and venous blood were the same color. The oxygenator was changed out. Patient was ventilated during the change out. The bypass procedure was completed without incident. There was no harm to the patient.

Manufacturer narrative:
The unit was returned & decontaminated. Visual inspection was performed. No obvious damage noted. Using bovine blood under controlled laboratory conditions, gas transfer performance testing (o2/co2) was conducted at blood flow rates of 1, 4, & 8 lpm with a gas-to-blood ratio of 1:1. One & one-half hours into the test, a fiber leak was noted & a small amount of blood leaked at the bundle housing gas inlet & gas outlet ends. The oxygenators o2 reference flow was 24.2 lpm (which exceeds the product minimum spec of 8 lpm & aami standards). Blood foam impacted the c02 measuring probe & a c02 reference flow of 1.5 lpm was recorded (which was below the spec of 8 lpm).